Event description:
It was reported that the customer had normal blood glucose levels of 91 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer was sent a new battery cap for the insulin pump. The customer installed a new battery for the insulin pump. It was reported that once the insulin pump came back on, the insulin pump alarmed battery out limit. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.